Manufacturer narrative:
The bronchoscope was returned to olympus for evaluation. The evaluation confirmed the reported scope damage. The bending section rubber was found damaged and in critical condition. The scope failed leak testing. The scope was serviced and returned to the user facility. The cause of the reported event is likely due to user handling and improper maintenance of the device. The instruction manual for use states, ¿inspect each item for damage. If the instrument is damaged, a component is missing or you have any questions, do not use the instrument; immediately contact olympus. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained.

Event description:
Olympus received a medwatch report on (B)(6) 2017 stating that during a bronchoscopy for double-lumen endotracheal tube (dlt) placement procedure, small pieces broke off the small black collar of the scope and fell inside the patient. All pieces were removed successfully. No patient injury reported.